Event description:
It was reported that a patient's m102 device was showing high impedance. The patient was referred for a revision. No surgery has occurred to date. No further information has been received to date.

Event description:
It was stated that high impedance was observed from a system diagnostic . The patient had not experienced any trauma to the site, and the patient's parents reported that the patient does not twiddle the device. It was indicated that x-rays were taken and that no obvious lead fracture was noted and that the pin appeared fully inserted. The patient was scheduled for surgery. Device history records were reviewed for the patient's implanted devices and both devices were indicated to have passed all quality inspections prior to distribution. No surgery has occurred to date. No additional relevant information has been received to date.

Event description:
An implant card was received for the patient's generator replacement surgery due to high impedance. Post-operation diagnostics showed that the impedance was within normal limits. The hospital was noted to be a no return site so no explanted generator is expected for return for analysis. No further relevant information has been received to date.